Event description:
Pt (patient) cannot tolerate the test, extreme coughing. Pae (patient adverse event) reported by (B)(6). (B)(6) did consent to follow up. (B)(6). No further information/ clarification. Available. (B)(4). Ndc and lot numbers: unknown.